Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit had unresponsive buttons due to flattened up and down buttons dome switch. Unable to perform operating current test or verify failed battery test due to unresponsive buttons. Unit had minor scratched lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump and received a failed battery test. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.